Event description:
It was reported that the device was in use with patient for infusion of heparin (2 units per ml of saline at rate of 1 ml/hr). The reporter stated the device was on ac power but gave a "battery depleted" alert. No adverse effects to patient reported.